Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient stated a bent cannula in one infusion set. The infusion set was inserted in the left hip. The patient's blood glucose (bg) level was 353 mg/dl. The patient took a correction bolus via the pump. The infusion set was in use for 4-5 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.